Manufacturer narrative:
(B)(4). Add'l MFR narrative: field service engineer (fse) was dispatched to the customer site to evaluate the system. Fse recreated the problem, trouble shot the error code and determined there was an issue with the footswitch (component of the xps laser system). The footswitch was removed and replaced, resolving the issue.

Event description:
It was reported that the customer was about to commence a benign prostatic hyperplasia (bph) procedure, an error message presented and they were unable to put the laser into ready mode via the footswitch or the display. The customer troubleshoot the system with the MFR technical services rep. The laser displayed an error indicative of a footswitch malfunction. The customer was able to obtain a loaner footswitch, however, the case was delayed approx 45 minutes before being completed. The case was completed without pt injury.